Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned or evaluation. Therefore, a root cause could not be determined. A review of the device history record confirmed there were no nonconformances associated with the lot and associated bulk lot, and all inspections passed. A two year review of complaints and distribution number of the part 211-16xx family of screws revealed a complaint rate with low probablity of occurrence. Risk documentation was reviewed and indicated the hazard and associated harms are captured in risk documentation. Additionally, review of labeling indicated the warning section states that excessive torque during insertion of screws may lead to failure of the implant/screw.

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation.

Event description:
During the craniotomy procedure, the screw broke while screwing in and a tiny piece was left in the patient and not removed. There were no adverse consequences to the patient. The device is not returning as it was lost by the facility.